Event description:
On (B)(6) 2014, the reporter contacted animas alleging that there was a prime issue with the pump. It was reported that when the low cartridge warning occurs the pump stops giving insulin due to loss of prime. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.